Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to approximately 600 mg/dl (exact value not provided) while wearing the pod for longer than 48 hours. The patient noticed their blood glucose levels starting to rise and attempted to correct this by administering boluses of insulin using the pod, how this was unsuccessful. It was reported that when the pod was removed from the infusion site (abdomen), the cannula was found to be bent. It was reported that the patient experienced shortness of breath. It was also reported that the patient had high ketones (value not provided). The patient was treated with intravenous fluids and an intravenous insulin drip; it was also reported that the patient had lab work done (exact tests and outcomes were not reported). The patient was discharged the next day on (B)(6) 2026.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.